Event description:
It was reported that this pacemaker exhibited t-wave oversensing on the right atrial (ra) lead channel which resulted in inappropriately stored ventricular tachycardia (vt) events. Technical services (ts) analyzed the presenting electrogram (egm). Reprogramming was suggested as troubleshooting. No adverse patient effects were reported. Currently, this pacemaker system remains in service.